Event description:
It was reported there were high thresholds and undersensing issues with the lead. A fracture was suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Device ID corrected. Reference rpt number 2649622000200801930. Evaluation summary: no anomalies found; full lead returned for analysis.